Event description:
New information available on (B)(4) 2018 states that the patient was treated with oral medication. Device explant was discussed.

Event description:
It was reported that the pulse generator was protruding through the patient¿s skin. Patient experienced swelling from time to time at the device pocket. Device explant was discussed. The patient feels well and remains active.